Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the caller stated the patient was undergoing radiation therapy and was told there was a possible problem "with a lead or device", therefore, the radiation therapy was stopped. Follow up information noted there was not a problem with the lead or device, except the device was near eri (elective replacement indicator). Consequently, a new device will be implanted "shortly". No patient complications have been reported as a result of this event.